Event description:
It was reported that the customer received a motor error alarm on his insulin pump. The customer's blood glucose was at 199 mg/dl. The motor error alarm occurred during normal use and also during bolus. The customer inserted a new set and was able to rewind. It was also mentioned that the customer previously used lithium batteries, which heated the pump up and it was explained to him that alkaline batteries are recommended. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. The device was monitored for 24 hrs and no unexpected auto off alarm noted. The unit had cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.